Event description:
According to the reporter, the device shocked a pt in cardiac arrest three times before failing to deliver the fourth shock and trigger a service wrench. The als team at the scene switched the pt to a secondary device (unk type) and continued providing therapy. It was reported that there was no lost time, delay in therapy while switching a device. The pt was transported to the hospital where he was pronounced dead.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio determined the root cause of the malfunction to be the failure of the main pcb assembly. Customer declined a repair offer due to costs and informed that they will be purchasing a new AED.